Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester reports discrepant results with meter. Date: unknown; inratio2: 1.3. Date: unknown; inratio2: 1.6. Date: unk; lab: 5.4.